Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jun-2024. The most recent information was received on 28-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced menometrorrhagia (seriousness criterion medically important), skin mass ("lump at the level of the throat on the ganglion chain"), visual impairment ("visual disturbances"), dysmenorrhoea ("severe menstrual pain"), adenomyosis ("adenomyosis"), fatigue ("unexplained fatigue"), migraine ("migraines"), vomiting ("vomiting"), arachnoid cyst ("arachnoid cyst"), hypothyroidism ("hypothyroidism with thyroid autoantibodies"), pancreatitis ("pancreatitis"), arthralgia ("muscle and joint pain"), osteoarthritis ("particularly in my knees (onset of osteoarthritis which does not explain this constant pain day and night),"), tinnitus ("tinnitus"), dizziness ("dizziness"), pain in extremity ("pain in the hands") and depression ("depression") and was found to have pituitary tumour benign ("pituitary adenoma") and intraductal papillary mucinous neoplasm ("intraductal papillary mucinous neoplasm (ipmn)s, benign tumours of which 2% may develop into cancer"). At the time of the report, the outcomes for menometrorrhagia, visual impairment, dysmenorrhoea, adenomyosis, fatigue, migraine, vomiting, arachnoid cyst, pituitary tumour benign, hypothyroidism, pancreatitis, intraductal papillary mucinous neoplasm, arthralgia, osteoarthritis, tinnitus, dizziness, pain in extremity and depression were unknown. No causality assessment was received for essure with regard to skin mass, visual impairment, menometrorrhagia, dysmenorrhoea, adenomyosis, fatigue, migraine, vomiting, arachnoid cyst, pituitary tumour benign, hypothyroidism, pancreatitis, intraductal papillary mucinous neoplasm, arthralgia, osteoarthritis, tinnitus, dizziness, pain in extremity or depression. The reporter commented: it's been several years since I had essure coils inserted for which I don't have a card (2012-2013) and I suffer from ailments which occurred a few months after insertion period of occurrence: (B)(6) 2013. I made an appointment with my attending physician so that he can prescribe any necessary blood, allergy or radiological tests. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. [Magnetic resonance imaging] (dates unknown): showed an arachnoid cyst, then a pituitary adenoma and found intraductal papillary mucinous neoplasm (ipmn)s, benign tumors of which 2% may develop into cancer. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced menometrorrhagia (seriousness criterion medically important), skin mass ("lump at the level of the throat on the ganglion chain"), visual impairment ("visual disturbances"), dysmenorrhoea ("severe menstrual pain"), adenomyosis ("adenomyosis"), fatigue ("unexplained fatigue"), migraine ("migraines"), vomiting ("vomiting"), arachnoid cyst (" arachnoid cyst"), hypothyroidism (" hypothyroidism with thyroid autoantibodies"), pancreatitis ("pancreatitis"), arthralgia ("muscle and joint pain"), osteoarthritis ("particularly in my knees (onset of osteoarthritis which does not explain this constant pain day and night),"), tinnitus ("tinnitus"), dizziness ("dizziness"), pain in extremity ("pain in the hands") and depression ("depression") and was found to have pituitary tumour benign (" pituitary adenoma") and intraductal papillary mucinous neoplasm ("intraductal papillary mucinous neoplasm (ipmn)s, benign tumours of which 2% may develop into cancer"). At the time of the report, the outcomes for menometrorrhagia, visual impairment, dysmenorrhoea, adenomyosis, fatigue, migraine, vomiting, arachnoid cyst, pituitary tumour benign, hypothyroidism, pancreatitis, intraductal papillary mucinous neoplasm, arthralgia, osteoarthritis, tinnitus, dizziness, pain in extremity and depression were unknown. No causality assessment was received for essure with regard to skin mass, visual impairment, menometrorrhagia, dysmenorrhoea, adenomyosis, fatigue, migraine, vomiting, arachnoid cyst, pituitary tumour benign, hypothyroidism, pancreatitis, intraductal papillary mucinous neoplasm, arthralgia, osteoarthritis, tinnitus, dizziness, pain in extremity or depression. The reporter commented: it's been several years since I had essure coils inserted for which I don't have a card (2012-2013) and I suffer from ailments which occurred a few months after insertion period of occurrence: may june 2013. I made an appointment with my attending physician so that he can prescribe any necessary blood, allergy or radiological tests. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kg. [Magnetic resonance imaging] (dates unknown): showed an arachnoid cyst, then a pituitary adenoma and found intraductal papillary mucinous neoplasm (ipmn)s, benign tumors of which 2% may develop into cancer based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.